Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled, "low incidence of groin pain and early failure with large metal articulation total hip arthroplasty," which aimed to assess hip pain, function, osteolysis, and complications in patients with large-diameter metal-on-metal tha. Three patients identified in the article were noted to show radiolucency. There has been no further information provided and the patient outcome is unknown.